Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that occlusion alarms occurred. Multiple attempts have been made by tandem technical support, however, no response was received. There was no reported adverse impact. No additional information was provided.